Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery measured 2.62 volts but the elective replacement indicator (eri) was not triggered. After two months, the patient's device was checked again and the battery had reached end of service (eos). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device was returned but full analysis could not be performed due to legal restrictions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).